Event description:
The hosp reported they experienced a total loss of image during procedure. The image was unable to be retrieved. The procedure was completed with the use of another similar device. There was no allegation of harm.